Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) defibrillation lead and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement greater than 2000 ohms. All measurements prior to the out of range measurements were within normal range. The patient was brought into the clinic and isometrics and pocket manipulations were performed. The out of range measurements could not be recreated. The health care professional (hcp) planned to send in a save to disk. At this time no additional intervention panned to be performed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Additional information received indicated that a revision procedure took place. There was difficulty removing the device from the pocket so hemostats were used which dented the can multiple times. During removal of the lv lead from the can, the terminal pin came apart. The lv lead was surgically abandoned and a new lv lead was successfully implanted. It was also reported by the physician that the rv lead was not all the way into the device header. The rv lead was tested through the pacing systems analyzer and all measurements were within normal range. The rv lead remains in service with the new device. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
A copy of the device's memory was preserved and submitted for analysis. It is suspected that there is a loose rv ring connection which is contributing to the high impedance measurements. In one of the stored episodes, loss of capture was noted on both the rv and lv. It was recommended to change the lv configuration and assess connection.

Manufacturer narrative:
At this time the save to disk has not been sent in for analysis. No additional information is available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Approximately one week later, we received additional latitude red alerts for high out of range rv and lv pacing impedances. Additional troubleshooting was performed and no noise could be produced. Pacing threshold measurements were stable. The lv lead configuration was changed to tip to can from tip to coil.in a review of the presenting egm and a stored non-sustained episode, there appeared to be loss of capture as the qrs complex was not lining up with the paced markers. The local sales representative planned to discuss this with the clinic. No additional information is available at this time. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header indicates that the rv lead was not fully inserted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.